Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change to solid black color, and the plug was withdrawn from the body at the same time as the occluder was withdrawn from the body. Hemostasis was achieved through manual compression. There was no reported patient injury. The puncture femoral site was an artery puncture, with the vessel diameter verified to be greater than or equal to 5 mm, no stent near the puncture site, no vessel stenosis >50% at or near the puncture site, no previous closure of the target femoral site with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No resistance/friction was experienced as the exoseal vcd was advanced through the sheath. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, but the indicator window did not change. The button had not been depressed before the device was removed; it was depressed outside the patient. The indicator wire was still visible when the device was removed. One non-sterile vascular closure device 7f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis catheter sheath introducer (csi), the deployment lever on the device was pressed and the plug was not present in the delivery shaft, which was found with dried blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. A kinked/bent condition was noted on the delivery shaft located approximately at 7.2 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameter were measured and compared. The measurements were taken near the damage found. The results were within specification. It was confirmed that the plug was deployed, and the guard was locked with the indicator wire (iw) retracted. The functional analysis could not be performed due to the already deployed unit. The pinion gear-iw rack timing was reviewed, the indicator wire (iw) end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device. The functional analysis could not be performed due to the fact that it was reported that the device was deployed post procedure. The internal mechanism showed no anomalies. There was a kink of the delivery shaft noted. This may have affected the indicator wire. However, the exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change to solid black color, and the plug was withdrawn from the body at the same time as the occluder was withdrawn from the body. Hemostasis was achieved through manual compression. There was no reported patient injury. The puncture femoral site was an artery puncture, with the vessel diameter verified to be greater than or equal to 5 mm, no stent near the puncture site, no vessel stenosis >50% at or near the puncture site, no previous closure of the target femoral site with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No resistance/friction was experienced as the exoseal vcd was advanced through the sheath. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, but the indicator window did not change. The button had not been depressed before the device was removed; it was depressed outside the patient. The indicator wire was still visible when the device was removed. The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was withdrawn from the body at the same time as the occluder was withdrawn from the body. There was no reported patient inquiry. When the product was received, a solid with blood in the shape of a plug was seen. The device is expected to be returned for evaluation.